Event description:
A malfunction was reported on a customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction code recurred afterward. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.